Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the warnings (dfu): · attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance, or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further information received, a follow up medwatch report will be submitted.

Event description:
It was reported that the guidewire broke inside the patient. The procedure was atherectomy and percutaneous transluminal angioplasty in the right superficial femoral artery. Following atherectomy, the jetstream device was removed. Then an attempt was made to pull the thruway guidewire out, but it would not come out. The patient was ultimately moved to the operating room (or) for open surgery. An incision was made, and the guidewire was removed via popliteal artery. No patient complications were reported. Patient present at time of event?: yes patient complications: additional intervention required in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no . Medical or surgical interventions: popliteal arterial removal of wire . Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: no . Patient outcome: expected to fully recover.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each unknown thruway guidewire; returned coiled, loose, in 4 separate sections, double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented a ductile, tensile overload of the core wire at 2.6cm from the distal tip. The returned sections of the distal coil measuring in lengths of 4cm, 7cm and 7.4cm presented indications of cut and extensive stretched coil damage. The specimen also presented several kinks/bends of varying severity and frequency over the length of the device. The damage presented appeared consistent with manipulation of the device against resistance along with indications of the coil wire material being cut. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the warnings (dfu): · attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance, or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." Also as noted in the precautions of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing, or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. The lot number for the device was not provided; therefore, section d4, including the UDI number could not be completed on the initial 30-day or this follow up MDR report. An attempt to gather further details was made; however, per the distributor, good faith efforts were performed for product information which was unable to be obtained. The only product information provided was that an unknown thruway guidewire was used. Should additional information be received, it will be provided in a supplemental report.